Manufacturer narrative:
Product investigation is in progress.

Event description:
Core broke off inside my body- vagina [foreign body in reproductive tract], odor vaginal [vaginal odour], anxiety [anxiety], physical distress [ill-defined disorder], core broke off inside my body upon attempted removal- tampax [complication of device removal], core broke off- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon core broke off upon removal. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Core broke off inside my body- vagina [foreign body in reproductive tract] odor vaginal [vaginal odour] anxiety [anxiety] physical distress [ill-defined disorder] core broke off inside my body upon attempted removal- tampax [complication of device removal] core broke off- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon core broke off upon removal. No serious injury was reported.